Event description:
It was reported that the patient presented to the emergency room after a car accident. Upon review, the pacemaker exhibited over-sensing noise on the atrial channel, inappropriate mode switch, pacemaker mediated tachycardia (pmt) episodes. The patient was symptomatic to the ventricular pacing due to pmt. Multiple episodes were observed after the accident. However, the onset of the oversensing was (B)(6) 2022 per the episode log. Programming changes were made on the device. Patient was stable.